Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) /2014 with the following findings: the audio bolus button. During testing, the contrast button was found to be intermittent. Evaluation revealed that there was contamination under the contrast, up and down buttons. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on (B)(4) 2014.